Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had accidentally pulled the line while at home, and there was some light bleeding or oozing blood. Nothing unusual was observed on the device prior to the event. Flushing was not done prior to the event. No other defects or damages were found on the product during the event. No other products were utilized with the device during the event. The standard cleaning of the dialysis catheter in and out of the unit was done with green clinell device wipes, 2% chlorhexidine, 70% alcohol, and competitor's chloraprep on dressing change days. The line was dressed with competitors' tegaderm chg (chlorhexidine gluconate) dressings. The patient was asked to come in so that they could check and was given the instruction to press on the line with a sterile swab and call an ambulance if there was continued bleeding or if the line fell out. The patient came into the unit, and when examined by the nurses in the dialysis unit, both sutures or stitches were in place, and there was no redness or any sign of infection. The line insertion site was very tender, and the original dressing had a blood stain but was not bleeding. The line was redressed (dressing change), and the patient was sent home. The patient was to attend the unit for the usual dialysis session the next day, and they would review. Cvc (central venous catheter) sutures were removed one week later. The product was replaced two weeks later. No intervention or treatment was required as a result of the event. They were unable to quantify the amount of blood loss. A blood transfusion was not required due to the event. The current and pre-existing conditions of the patient that might be related to the event were the primary renal diagnosis, which was renal artery stenosis problems, covid-19 (coronavirus disease), renal artery stenosis, left renal artery angioplasty and stenting, stage 3 chronic kidney disease (ckd 3), transient ischemic attack (tia), acute kidney injury, chronic obstructive pulmonary disease, and hypertension. The patient started pd (peritoneal dialysis) in (B)(6) 2022 and switched to hd (hemodialysis) in (B)(6) 2023. There was no reported patient injury.